Manufacturer narrative:
It was claimed that the safety side panel was broken. The arjo representative during the bed pick-up found that the right upper arm is broken and the attachment screws were partially ripped of. The bed was in use by a patient during the event. No injury was claimed. It was revealed that the patient was pulling the safety side, which got caught on one of the stands in the room. In consequence, the excessive force applied to the safety side caused partial detachment from the bed frame (attachment screws ripped off the mounting point). The instructions for use the citadel bed frame (830.213-en rev.12 11/2022) warns the user: "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any obstacles under the bed frame while operated." Based on the collected information it is concluded that the exact cause of the malfunction is unintentional use error. Arjo device failed to meet its performance specification since safety side detached from the bed frame. The device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to the partial safety side detachment.

Event description:
It was claimed that the safety side panel was broken. The arjo representative during the bed pick-up found that the right upper arm is broken and the attachment screws were partially ripped off. The bed was in use by a patient during the event. No injury was claimed.